Event description:
The sales rep reported that the patient has a pump 3000 for pain application. The patient was intubated because it was hard to arouse and experienced difficulty breathing. It is believed that these symptoms could have been pump related. There was morphine and baclofen in the pump and at the last refill the doctor decreased the morphine and increased that baclofen. The doctor was advised to empty the pump but there was no success in accessing the pump. The sales rep cautioned the doctor that the patient could experience withdrawal symptoms if the drug was removed from the pump. The decision was made that the anesthesiologist would empty the pump with a gripper needed, however, when attempted they were unsuccessful as the patient was quite large. The decision was then made to do nothing with the pump because the patient was improving. Patient will follow up with physician and a decision will be made on what to do with the medication inside the pump.

Manufacturer narrative:
Additional information from the clinician stated that the pump is working fine and it is believed that this event happened in the middle of the patient's 60 day cycle between refills. The patient is now improving after nothing was done that affected the pump, just supportive care for the patient. The product is not available for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. A review of the devise history records for the subject device did not reveal any anomalies. This pump appears to have met all testing requirement, there were no anomalies noted during manufacturing process. We will continue to monitor for this or similar complaints for this product code. Device not returned.